Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned. Electrical testing was normal. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was within the product specifications. Visual and x-ray inspections was normal except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high pacing impedance measurements. The lv lead was not used, a new lead was implanted. The patient was stable throughout the procedure.